Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of prialt at 0.0741 mcg/day, and an unknown concentration of dilaudid at 2.148 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump had been alarming since (B)(6) 2019. The patient reported that the alarm sounded like a siren. The patient was actively trying to get a new doctor. The patient reported that their pump was empty because their husband was dying and as a result they missed their refill appointment. Then 2 weeks prior to their refill date the doctor dismissed the patient. No symptoms were reported. No further complications were reported.